Event description:
The facility representative reported a colleague infusion pump with a reported condition of "high occlusion reading." According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During the product evaluation at baxter, it was determined that the reported condition interrupted delivery on channel a. No additional information is available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Upon further review of this report, it has been determined that this complaint is not reportable since the device is designed to stop therapy for occlusion alarms when an occlusion is detected.